Manufacturer narrative:
A product sample was received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the valved trocar cannulas started leaking as soon as it was inserted into the patient's eye. The reporter believes that the trocars were replaced to complete the procedure. There was no patient harm. Additional information and product sample have been requested.

Manufacturer narrative:
A medwatch report was received from the FDA following submission of the initial MDR. A review of the related device history record for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Six opened 25 gauge trocar hub/cannula assemblies were received for evaluation. The returned samples were visually inspected per facility procedure. Three samples were found conforming and three samples were non-conforming with a cut in each septum. The conforming samples were then functionally tested for leaking per facility procedure and were found conforming. How the trocar became damaged cannot be determined from this evaluation. Due to not being able to determine an exact root cause for this complaint, a specific action could not be assigned for the reported event. The exact root cause for this complaint is unknown. An investigation has been opened in order to improve performance of the valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A medwatch report was received from the FDA following submission of the initial MDR. A review of the related device history record for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Six opened 25 gauge trocar hub/cannula assemblies were received for evaluation. The returned samples were visually inspected per facility procedure. Three samples were found conforming and three samples were non-conforming with a cut in each septum. The conforming samples were then functionally tested for leaking per facility procedure and were found conforming. How the trocar became damaged cannot be determined from this evaluation. Due to not being able to determine an exact root cause for this complaint, a specific action could not be assigned for the reported event. The exact root cause for this complaint is unknown. An investigation has been opened in order to improve performance of the valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).